Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that several bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml produced false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): "customer claims that 16 culture samples tested positive in less than 24 hours at mgit."

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1158633 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other performance complaints have been taken on this batch. Retention samples from batch 1158633 (100 tubes) were available for inspection. No media, or tube defects were observed in 100/100 retention samples. There was no visible evidence of contamination to 100/100 retention samples. For further investigation ten uninoculated retention tubes were tested. Five tubes were placed into a 20 to 25 degrees celsius incubator and five tubes were placed into incubation at 33 to 37 degrees celsius. At seven days incubation, no microbial growth and no increased fluorescence was observed in 10/10 incubated retention tubes. For additional testing the retentions were also performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory per procedures. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed based on retention sample inspection and testing. Bd will continue to trend complaints for performance issues. Notes: risk management review indicates the potential risk of the defect reported was assessed as severity [ s3 ], per [baltrmlmbactecmgitaph ], rev [03 ] ID [ 3.10 ].

Event description:
It was reported that several bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml produced false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from portuguese: "customer claims that 16 culture samples tested positive in less than 24 hours at mgit."